Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that when they were attaching the syringe to the spinal needle, they found leaking around the hub of the spinal needle. This resulted in issues with correct amounts of medication to inject. The physician stated 1/3 of the 2cc anesthetic had leaked out. As a result, they had to pull additional medications from the pharmacy. There have been no delays in treatment. There was no patient death and no patient complications were reported.